Event description:
It was reported that the ilet screen separated from the device housing, with the screen described as split in half and coming completely off, consistent with hardware screen bezel separation; the user transitioned to backup therapy and reported a blood glucose of 152 mg/dl, with no alerts or alarms reported. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and continued glycemic control using backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed a physical separation of the screen assembly consistent with a screen bezel/housing failure, with no associated device alarms and no effect on blood glucose control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or component separation of the screen assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.